Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-04367 / 04368).

Event description:
During a right knee arthroplasty the tibial bearing fractured while the locking bar was being inserted. It is unknown if the patient retained any of the fractured pieces.